Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor breast implant of unknown type. (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient underwent primary breast augmentation with saline mentor breast implants and experienced deflation on the right breast implant. The deflation on the right breast was confirmed by chest x-ray on (B)(6) 2017 by the healthcare professional. In addition, the patient experiences right breast implant is bubbly with pain and pain in the nipple and has a white discharge from the breast implant. The left breast implant has lost volume and patient experiences sloshing. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.